Event description:
Tourniquet in use and allegedly began alarming. Pressure remained, but unable to quiet alarm. Sales rep were present and attempted to get reading and silence alarm -cuff deflated. Re-inflated with new tourniquet.